Event description:
It was reported that the balloon ruptured. A pcb 5.00mmx2.0cmx90cm was selected for pre-dilation. During the procedure, a guidewire passed through the lesion and the balloon catheter was attempted to be used. During the first inflation, the balloon ruptured at 3 atmospheres. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that the balloon ruptured. A pcb 5.00mmx2.0cmx90cm was selected for pre-dilation. During the procedure, a guidewire passed through the lesion and the balloon catheter was attempted to be used. During the first inflation, the balloon ruptured at 3 atmospheres. The procedure was completed with a different device. No patient complications were reported. Device evaluated by MFR: the device was returned for analysis. The tip section of the device was visually and microscopically examined and no issues were noted that could have potentially contributed to the complaint incident. A visual and microscopic examination identified no issues with the blades. All blades were present and fully bonded to the balloon material. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 5mm distal to the distal end of the proximal markerband. An examination of the balloon material and markerband identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination found no issues with the markerbands of the device. A visual and tactile examination identified no issues with the balloon material that could have contributed to the complaint incident. No issues were identified during the product analysis.